Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash underneath the vibration box on her back that then became an open wound that was bleeding. The rash became scaling, raw, moist, and smelly. The patient was given a prescription from her np. During a follow-up, it was reported that the patient's irritation improved.